Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. The noise was experienced due to the finding condition. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, no anomalies were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.